Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was noted during a follow-up visit. The physician has opted to monitor the patient at this time. The patient is in good condition.